Event description:
Like so many others, we applied for the free covid test kits offered by the government- however we couldn't request them till (B)(6). We did that and we received them in the mail (B)(6). There was information also sent that the expiration dates on these kits were extended and how to look up new dates. Our initial date of expiration on the box is (B)(6)2024 and the new expiration date is now (B)(6)2025 which is very close to when we received these kits. Why were they offered and mailed- because without symptoms you dont need them and if you do get symptoms, it better be before end of (B)(6) 2025 or you can't use them. I live in a community of people over 55 and there are over 950 homes- most everyone has ordered these, which won't be good very shortly. Our facebook group here in this large community as a lot of comments on this issue of test kits not being able to use very shortly and frustrated over the waste and unreliable kits mailed by the government which won't be any good very soon.